Event description:
It was reported that the patient developed an infection at the pocket site. It was unknown if the infection was device or procedure related. The patient will undergo revision procedure. Additional information was received that the patient underwent an explant procedure and was doing well postoperatively. The explanted device explanted device was discarded.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient developed an infection at the pocket site. It was unknown if the infection was device or procedure related. The patient will undergo revision procedure.